Manufacturer narrative:
This is report is number 2 of 3 mdrs filed for the same patient (reference 3002806535-2016-00832, 00833, 00834).

Event description:
Patient enrolled in a clinical study underwent a left hip revision approximately 3 years post-implantation due to aseptic loosening of the femoral stem and acetabular cup.